Event description:
It was reported that the pump exhibited a motor service due alarm. During physical inspection, it was found that there was a 44228 error code, related to a high priority alarm. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and the downstream occlusion seal was opened. A functional test was performed and the reported issue was confirmed. The device exhibited error code 44228 upon power up. The cause of the reported issue was due to the motor. As a result, the main board, downstream occlusion sensor, and motor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.